Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atw35 anvil dislodged and would not open (finally could open manually). Some staples were malformed. Another instrument was used to complete the case. There was no consequence to the patient.